Manufacturer narrative:
Limited information was provided. The prismaflex m100 set was discarded and not available for inspection. No pictures were available. Review of the prismaflex m100 set device history record and complaint history files could not be performed since the involved lot number was not known. The root cause of the reported event remains unknown.

Event description:
A patient in (B)(6) was undergoing continuous renal replacement therapy. Once the prismaflex m100 filter set was connected to the patient, the nurse observed a small amount of blood leaking from around the red luer lock connector. According to the nurse, the connector was damaged and could not be reconnected securely so another filter set was used. The stated date of the event ((B)(6) 2014) is estimated as the nurse did not know the date with certainty.